Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV tubing used to spike large volume fluid upon spiking tubing into large volume, the tubing began to leak between the roller clamp and the safety clamp lot (10)19065147, exp 06/05/2022. FDA safety report ID# (B)(4)."